Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 3.1; second test inr = 1.2.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060300: first test inr - 3.1; second test inr = 1.2. Mean = 2.15; sd = 1.34; %cv = 62%. The %cv was greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested.